Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 300 mg/dl to 500 mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined to further troubleshoot for the high blood glucose.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or display anomaly noted. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.